Event description:
Pt had undergone cataract surgery on 1/16/97 and implantation of intraocular lens was attempted by the surgeon. The surgeon stated that the lens tore the pt's posterior capsule during insertion and an interior vitrectomy was performed. The surgeon stated that the lens ejected in a controlled manner. After the vitrectomy was done, an anterior chamber lens was implanted.